Event description:
Device 5 of 5. Ref MFR report: 1627487-2011-04607, 04608, 04609 and 04610. It was reported the pt was implanted with leads and extensions for a trial. Before the physician implanted the ipg for a permanent system, infection was suspected. The physician explanted the implanted devices. Follow up determined the physician did not believe the issue was device related.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.